Event description:
It was reported that during a follow-up, the right ventricular lead exhibited noise which could be reproduced with isometrics. A lead fracture was suspected. Lead replacement would be scheduled for a future date.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.